Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that he footpedal was not properly working when engaged. Biomed had no other information concerning the case, attending physician, or details of the complaint.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Footswitch will not activate motor in console. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification. A complaint history review concluded this was a repeat issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.